Manufacturer narrative:
Follow-up submitted as further investigation determined the brakes did not have reduced brake force, the brake light was just working intermittently. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the brakes were damaged and had reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were damaged and had reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.